Event description:
Pt reports pump not measuring volume delivered accurately. Pt mixed last night and she normally changes cassette at the same time and it should have said 6 ml left. Pt looked down and cassette was empty and pump showed that it should have 10 ml left. Pt was unsure how long she was without medication but she knew it was awhile because her left arm tingles when she is without medication. Sent replacement pump. No other info available. Reported to (B)(6) by pt/caregiver.